Event description:
The customer reported that while the unit was in use on a pt the unit was hit by an or table causing damage to he unit. The pt was switched to another unit and therapy was continued. No pt injury was reported.